Event description:
Patient allegedly received an implant via the left common femoral vein due to deep vein thrombosis, peritoneal bleed, and inability to anticoagulate. In addition, it is alleged that a successful standard percutaneous retrieval was performed because the prongs had eroded through the ivc and lay next to the aorta. Patient is alleging tilt, vena cava perforation, and organ perforation. Patient further alleges "the filter perforated my ivc and a filter leg extended to my aorta." Per report from CT (computed tomography): "an ivc filter is again seen, in stable position. S/p as described, the apex is tilted to the right, caval perforation by multiple limits is also again seen, particular note, and limb is seen extending either immediately adjacent or through the aortic wall." Per retrieval report (successful): "the snare was deployed. The hook was grabbed and secured into place. The retrieval portion was passed over top of the filter. The filter was removed and taken from the sheath."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01326.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.